Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per the FDA request. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the sulu was fired to the 6cm cut line and the interlock was engaged. Additionally, microscopic inspection noted damage to the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of this condition may occur if the loading unit and knife blade was applied over an obstruction during clinical application. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: the staple line was incomplete. To fix the staple line, resected and re-stapled.